Event description:
Black foreign material adhering to the catheter hub. Fever developed. Infection was confirmed and the catheter was removed in 2006. This was the third catheter used in the pt (1st inserted through the right subclavian vein and removed in 9 months due to infection, 2nd: pulled out by the pt 5 days after placement). The indwelling period was about 70 days.

Manufacturer narrative:
The complaint of infection is inconclusive since the incident cannot be replicated in the lab. The complaint sample exhibited evidence of use, but no damage or defects were noted on the broviac catheter. No black foreign material was found on the catheter hub.